Event description:
On 9/19/96, the MFR received a report from its distributor which states that a facility in their territory discovered the snap-lock connector to be missing upon opening the device package. Further communication with the facility buyer, on 9/26/96, revealed that surgery was prolonged for approx 20 mins until another device was obtained.